Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was frozen and displayed an "ECG comm error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received and a follow-up report will be submitted when the investigation is completed.